Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation as it has been retained by the user facility. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent teflon pad damages. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a salpingectomy procedure, the teflon pad peeled back. Furthermore, olympus was informed metal was exposed and no device fragment fell into the patient. The event occurred while the doctor was performing cut and seal with the device. A ¿probe damage¿ error was displayed on the generator during the procedure. No medical or surgical intervention was provided. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.